Event description:
A report was received that the patient would undergo pocket and lead revisions due to lack of stimulation in the desired areas, charging issues, and pocket discomfort. A bsn field clinical engineer (fce) reported that the lead is displaying several contacts with high impedances. The bsn fce recommended that the paddle lead be tested intraoperatively during the revision. It was also reported that the charging difficulties stemmed from the ipg being tilted.